Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced infusion set tubing detached from hub event on (B)(6) 2024 and (B)(6) 2024 no further information available .